Manufacturer narrative:
(B)(4). The pump involved in the incident was not returned for evaluation, however the device history logs were provided. Upon review of the device logs, it was determined that the vtbi was set at 38.32ml. The pump entered kvo once the 38.32mls had been infused. The 38.32mls were infused over 5 hours and 29 minutes, which is within the specification. During the log review, it was discovered that the vtbi infused was set at 2:59pm. Then at 8:11pm an air alarm stopped the infusion with a volume infused of 36.37 ml. At 8:21pm the door was opened and closed, and two (2) primes were performed. At 8:25pm an infusion was started at 7 ml/hr. Then at 8:42pm the pump entered kvo with a volume infused to 38.32 ml. If additional information becomes available, a follow up report will be submitted.

Event description:
As reported by user facility: 50ml bag was hung and programmed to deliver at a rate of 7 ml/hr. After 24 minutes the bag was empty. At 8:14 a new 50ml bag was primed and then hung to run at 7 ml/hr. At 8:47 the pump was alarming, and the bag was empty.